Event description:
It was reported that the generator was giving error 433, restarting automatically. The issue occurred during maintenance of the subject device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and the device evaluation. Updated fields: d4, d7a, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed and found failure was caused by a component failure of the generator board. Based on the results of the investigation, the generator board failure is electrical/electronic component problem, but the cause of the failure and the root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.